Event description:
Provider states that intermittently the chair will stop moving when the customer is driving. Provider states when this happens he has to turn the chair on and off and then it will move again.